Event description:
It was reported that the patient had the artificial urinary sphincter (aus) device removed due to recurring incontinence on (B)(6) 2018. A new aus control pump and a 3.5cm cuff were implanted. The pressure regulating balloon (prb) remains implanted and in use as the physician tested it and indicated it was "good."

Event description:
It was reported that the patient had the artificial urinary sphincter (aus) device removed due to recurring incontinence on (B)(6) 2018. A new aus control pump and a 3.5cm cuff were implanted. The pressure regulating balloon (prb) remains implanted and in use as the physician tested it and indicated it was good. Additional information received indicated there was urethral atrophy at the area of the cuff.